Event description:
ICU rn reports noticing holes in one index finger and right thumb of gloves when removing. Pt had hepatitis-c and gi bleed. This has been occurring quite often. All involved rn's have stated they keep their fingernails short.